Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Both seals were intact. Top and bottom cases were in excellent condition with visible contamination by the plunger head. Force sensor test found in error history log. Power up process performed. The reported problem was duplicated during power up process. Steady state reading of the force sensor (with no pressure on it) count 0 and - 1.11 lbs. The reported issue was caused by multiple component on plunger head assembly (force sensor, plunger board, plunger cable, plunger tube, head mount, right and left plunger case). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. This root cause of the reported issue was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. Reference the following caution statement contained in the operator's manual under "important safety information" - "cautions". This pump is designed to be used in a horizontal position. If the pump is operated in any other position (including vertical), there is an increased potential for fluid leaking into the pump. If fluid leakage into a pump is suspected, remove it from use until a trained biomedical technician can test it." Actions/repairs were done to correct the reported issue: replaced force sensor, plunger head mount, plunger board, plunger cable, plunger tube, left and right plunger case and performed self test.

Event description:
It was reported that force sensor test failure occurred. No patient injury was reported.